Event description:
As reported, during use for a pt, ventilation stopped with an audible low pressure alarm. The nurse responded and confirmed that ventilation had stopped. The medical engineer of the hospital confirmed the pressure was low and the manual breath was not functioning. The tube at the inspiratory side was disconnected and he held his hand in front of the outlet to feel the flow and it was confirmed the ventilation had stopped. The outlet was occluded by his hand, and then ventilation suddenly started. The pt was not affected because he/she can breathe a little by his/herself. Please note there was no death or serious injury in this case.